Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (b)(64) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the data log found firmware errors. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.